Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
No product was returned for evaluation. DHR analysis: affiliate stated: 'we have been informed that the lot number for this particular instrument cannot be discerned from the other two that were inadvertently sent to engineering at the same time. It could be one of the following two lots: 2641375 or 2694000.' The supplier believes that the batch number 2694000 communicated by the affiliate is incorrect as this batch has never been manufactured. It is believed that the batch number could be 2694008. The DHR analysis of the batches 2641375 or 2694008 show an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. These products were manufactured before october 2010 before the improvement requested from manufacturer (fnc 2010-188 for the batches since october 2010). The root cause is related to the design of the product. Reference (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.